Event description:
After an implantation period of 38 months it was reported that the device showed eos. No adverse patient side effects have been reported. The device was not returned, but the patient was hospitalized for device replacement.

Manufacturer narrative:
The implantable cardioverter defibrillator (ICD) was returned for analysis. Upon receipt, the ICD was interrogated, confirming the battery status eos. Fourteen charging cycles were recorded to the device memory. The memory content of the device as well as the returned device data were inspected. The inspection revealed that the eos status was activated on (B)(6) 2016. The data further showed a programed right ventricular stimulation output of 7.5v and 1.5ms in combination with a right ventricular stimulation rate of 99% since (B)(6) 2014. In a next step, the amount of charge taken from the battery with respect to the programmed parameters was verified and found to be normal and as expected. There was no indication of a device malfunction. Following this, the device was subjected to an electrical analysis. First, the current consumption of the ICD was checked and proven to be as expected. Subsequently, the eos status was removed with a technical programer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the reactivation of the battery status eos. In conclusion, there was no indication of a device malfunction. Analysis of the device revealed a normal battery depletion.